Manufacturer narrative:
(B)(4). The device was not returned for evaluation by the product analysis lab. The cause of the increased intra-peritoneal volume (iipv) was undetermined. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (rtb-CAPA-(B)(4)).

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). Per the initial report, the home patient (hp) stated felt overfull last night. The hp was no longer connected to the hc. The tsr reviewed the therapy log. The last drain volume was 3400ml. The tsr reviewed the programming: continuous cycling peritoneal dialysis, total fill volume 8500ml, fill volume 1700ml, last fill volume 0ml. The tsr referred the hp back to the registered nurse (rn) to advise to set the drain volume percentage to 100. The tsr called the rn and reviewed the hp had bypassed a drain alarm and that the hp was advised not to bypass anything without calling the rn or technical support. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, product surveillance contacted the hp's peritoneal dialysis nurse (pdn) regarding the report of overfull and iipv. The pdn stated spoke with the hp on (B)(6) 2011 and the hp was doing fine. The pdn stated the hp had been instructed not to bypass any alarms. The pdn stated the hp has not reported any symptoms or other drain volumes that meet increased intraperitoneal volume (iipv) criteria. The pdn confirmed there was no patient injury or medical intervention associated with this report and that the hp was doing well with the following treatments. No allegations were made against any of the hp's dialysis products. A swap was not requested.